Event description:
It was reported that the patient experienced an infection at the ipg site and bilateral anchor sites. As a result, the entire system was explanted on (B)(6) 2025 to address the issue.

Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete event information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.